Manufacturer narrative:
The following fields were updated: g4, g7, h2, h4, h6, h10. This supplemental report is being submitted to provide the results of the manufacturer's investigation. A review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted as part of the investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The IFU contains the following statement: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable." The root cause could be traced to user handling. It is likely unexpected stress by the user broke the cable unit and caused loss of image. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue could not be confirmed. The device failed the leak test due to a small cut on the cable. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a black image during preparing to use a camera head. There was no patient involvement or injuries reported. No additional information has been obtained.